Manufacturer narrative:
(B)(4) review of returned pre-implant cta¿s and 3d film report confirmed that the patient had a 4.5cm max diameter aaa. The neck was long and straight, but the proximal section of the neck diameter was irregular in shape due to large amounts of thrombus just above and below the renals. The neck diameter just below the level of the renal arteries measured approximately 31mm, and the proximal neck flow lumen diameter was 20 x 29mm. The distal portion of the proximal neck was calcified and was 30mm in diameter. The neck length was 4cm. The distal aortic diameter was 2cm and mildly calcified. The iliacs were minimally tortuous but calcified; especially on the left common iliac artery. The right common iliac artery diameter ranged from 13 ¿ 14mm and the left common iliac artery diameter ranged from 13 ¿ 12mm. Review of cta¿s from 13 months post-implant revealed that the endurant stent graft system had been implanted. The bifurcate was placed from the right side and was positioned proximally just below the level of the renals, and distally into the right common iliac artery. The contra limb was positioned within the left common iliac. The max diameter aaa measured 4.9cm and contrast was seen from a likely proximal type I endoleak. Beginning just below the proximal stent graft margin, the right-lateral portion of the stent graft aortic body was seen infolded. The infolding extended distally to the flow divider, and the amount of radial infolding was up to 15mm. The suprarenal stents did not appear entangled; however, the 2 lateral-right stent apices which were aligned with the infolded fabric were not fully opposed to the aortic wall. The proximal stent graft diameter measured 33 x 27mm, and the aortic neck at that location was 33 x 30mm. Both limbs were patent and no other issues were observed. The proximal type I endoleak was likely due to the lack of radial apposition caused by the bifurcate aortic body fabric infolding. The exact cause of the infolding could not be determined from the images provided. Images during implant and earlier post-implant films were not available for review. It is possible that the large amount of thrombus seen pre-implant within the proximal neck may have caused the infolding due to excessive oversizing. Although no issues were reported at implant, it could not be ruled out if the infolding may have initially occurred during implant, which would have been the most likely scenario.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. The proximal neck was 31.4 to 31.5 mm in diameter, distally it was 29.7 mm in diameter with a length of 40 mm and excessive thrombosis. It was reported there was shrinkage of the aneurysm sac was observed on the immediate follow up CT scans and ultrasound. On a follow up ultrasound done on an unknown date, a proximal type I endoleak was observed. The aneurysm sac was no longer shrinking but it was stable. A CT scan was done; it showed the bifurcate stent graft had infolded on the proximal side. The physician stated that a channel can be seen where the stent graft was infolded resulting in the proximal type I endoleak. The patient will be monitored. Per the physician, the cause of stent graft infolding leading to proximal type I endoleak was unknown. No additional clinical sequelae was reported.